Event description:
The customer reported that if you tilt the unit from side to side, it stops working. Reportedly, when the customer was testing the unit in this manner, sparks came out of the unit. The unit was not being used on a pt and no injury occurred.